Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged into the atrium which resulted in atrial capture. The physician requested that the device be programmed to right ventricular therapy only and lengthen the av delay. No adverse patient effects were noted.